Manufacturer narrative:
It was determined the customer injured herself by removing the splash guard with the sample probe still in place. The customer did not follow the instructions provided in the operator's manual. The customer is fine.

Event description:
The customer stated that while pulling her hand away from the sample probe and splash guard, she scratched her finger on the sample probe. The customer stated it punctured the skin causing it to bleed. The customer stated she was replacing the splash guard during maintenance on their integra 800 and was not being careful at the time of the incident. The customer is now on tri-therapy because of this event. Information on whether the patient was harmed by the event was requested but not provided. Information on whether the customer was wearing the required personal protective equipment was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).